Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6: h4: the device was manufactured from january 14, 2021 - january 15, 2021. H10: the device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 24 hours; however, after the expected therapy time was complete, it was observed that approximately half the medication dose remained within the device and had not been delivered to the patient. The device was filled with piperacillin/tazobactam 13500mg in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.